Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during the patient¿s clinic visit, he stated that he experienced a low voltage alarm when he was connected to the power module. The alarm stopped when the patient switched to battery power, and then when he connected to the power module, the low voltage alarm reoccurred. The log file was reviewed and a loss of power was noted, causing the pump to stop and resetting the internal clock (clock reset). The low voltage alarms were confirmed and were associated with a power cable disconnect. The events occurred while the patient was connected to the power module. When returned to battery power the pump resumed function. The patient¿s power module patient cable was replaced, and the issue is being monitored. No further reported issues have been received.

Manufacturer narrative:
The power module patient cable was returned for evaluation, and the reported incident of low voltage alarms while connected to the power module with the patient cable was confirmed. Evaluation of the returned patient cable revealed inner conductor breakdown. Specifically, several of the patient cable's power/signal conductors were compromised and resulted in lower than expected supply voltage, which ultimately lead to the reported alarms. The patient cable assembly is over 3 years old. The ultimate cause of the cable conductor breakdown is attributed to wear and tear. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device: 3 years and 2 months from the date of manufacture. The date of first use is unknown. The power module patient cable was returned for analysis. The evaluation is not yet complete. This is not a single use device. As the device may be used multiple times by the same patient or multiple patients (in clinics or the hospital), the specific usage of this device is unknown. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.